Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliate, during the valve-in-valve procedure with a 26mm sapien 3 implanted inside a sapien xt valve, during inflation, the pigtail catheter was too close to the valve and became trapped between the s3 and the xt. An attempt was made to pull back and release the pigtail, however, the s3 valve moved above the annulus. Therefore, a new s3 26mm valve was implanted. The patient was doing well after the procedure and discharged home. Per report, the perceived root cause was the pigtail was too low in the aorta at the level of the xt valve.

Manufacturer narrative:
Correction of h6 codes: health effect (impact code), health effect (clinical code), device code, type of investigation, investigation findings, and investigation conclusion code. The sapien was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. No imaging was provided for review. During manufacturing, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During an incoming inspection of the components, the valve frames are 100% dimensionally and visually inspected per procedures by both manufacturing and quality for defects. After cleaning and drying cycle, per procedure, the valve frames are 100% visually inspected for deformation. During the final assembly, the sapien 3 valves are 100% visually inspected for defects during manufacturing per procedure before/after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The IFU for commander delivery system with s3 thv, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. The procedural training manual provides guidance on thv deployment. Check to ensure the thv is exactly between the valve alignment markers, flex tip is on the triple marker, balloon lock is locked and perform thv deployment. Unlock the inflation device, initiate rapid pacing ensuring 1:1 capture, sbp less or greater than 50 mmhg, and pulse pressure less than 10 mmhg, confirm placement of center marker within optimal initial center marker zone, begin initial deployment with a slow controlled inflation, fully inflate and hold for 3 seconds to ensure complete deployment, completely deflate the balloon and stop pacing and withdraw the balloon from the native valve. Additional considerations include to verify the flex tip is on triple marker to ensure full inflation of balloon during deployment, ensure stability of delivery system during thv deployment, slow inflation during initial deployment may help with stability of the delivery system and thv during deployment, if considered, reposition only at the very early stage of deployment, do not exceed 20 seconds for inflation and deflation of the delivery system, always maintain control of the plunger of inflation device when releasing it, and never lock the inflation device during bav or thv deployment. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for was unable to be confirmed as no device or imagery was provided for evaluation. As such, a manufacturing non-conformance were unable to be determined. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "during the viv implant, at the moment of the inflation, the pigtail was too close to the valve and it was trapped between the s3 and the xt. When trying to pull the pigtail, the s3 moved above the annulus". In this case, the guidewire pigtail was lodge in between the two valves, and the guidewire pigtail was not possible to be retrieved. So, if excessive force was applied during the guidewire retrieval, the new implanted valve could be pulled and led to unintended implant location or malposition as reported. In this case, available information suggests that procedural factors (pigtail retrieval) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU/training inadequacies were identified, and therefore no corrective or preventive action nor pra is required at this time.